Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled follow up on (B)(6) 2019. Upon interrogation, it was noted that the pacemaker had not been interrogated since (B)(6) 2017. The interrogation revealed that the atrial lead exhibited several episodes of noise that resulted in auto mode switch. It was also noted that the on (B)(6) 2018, the atrial lead impedance dropped below the acceptable range. The low lead impedance alert triggered two more times in 2019. However, all other lead functions were normal at the time of the interrogation. The patient was asymptomatic and was unaffected and unaware of the lead anomaly. On (B)(6) 2019, the atrial lead was capped and replaced successfully during the pulse generator change procedure. There were no complications noted and the patient remained in stable condition following the procedure.